Event description:
Head up not elevating.

Manufacturer narrative:
Tech activated button to raise bed and the hydraulics weren't working. Internal failure due to normal wear and tear. Tech replaced valve to resolve.